Event description:
It was reported that when the lead was put in on 2011-(B)(6), the patient's legs were paralyzed. The patient's right leg was affected more than his left. The patient was able to move his legs again now and wanted to know if the device will work even though the lead was removed and he has not charged the device. The patient was recommended to go to his doctor as the device may need to be jump started. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65 lot# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 37752 lot# (B)(4) implanted: explanted: product typ recharger; product ID 37743 lot# (B)(4) implanted: explanted: product typ programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported, the patient was initially implanted on 2011 (B)(6) and the very next day, the leads were explanted on 2011 (B)(6). It was noted, the leads were removed for complications regarding paresthesia and paralysis.